Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with complaints of chest pain when bent over, which were resolved immediately upon standing up. The device interrogation revealed increased right ventricular (rv) threshold measurements. Three weeks later, the patient was admitted to the hospital's intensive care unit for chest pain. Upon interrogation loss of ventricular capture was observed and the patient was sent for an x-ray. A perforation was suspected. A lead revision procedure was performed two days later where the physician removed blood from pericardial effusion due to a perforation of myocardium. The rv lead was successfully repositioned with no further issues. No additional adverse patient effects were reported.

Event description:
New information was received from the patient's wife that two months ago when the lead perforation was discovered, the patient had experienced syncope prior to being taken to the emergency room. No new allegations against the lead were made.